Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2016, 5071-53 lead, implanted: (B)(6) 2016. 5866-38m adaptor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the epicardial left ventricular (lv) leads. Follow up concluded no intervention was done and the leads remain in use. No patient complications have been reported as a result of this event.